Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the clinical investigation and device manufacturer's evaluation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called and stated he had just been discharged from the hospital for peritonitis. Upon follow up with the patient's pd nurse, she confirmed that the patient was admitted to the hospital for peritonitis as a result of non-adherence to aseptic technique during treatment. The patient presented to the hospital with a one day history of fever, confusion and abdominal pain and was diagnosed with bacterial peritonitis and associated septic shock and lactic acidosis. The patient was treated with vancomycin, cefuroxime and three liters of intra-venous fluids for hypotension. Discharged on (B)(6) 2015 and remains with the ccpd program.

Manufacturer narrative:
The actual device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. Product labeling, material, and process controls were within spec. Medical records were provided and have been reviewed by post market clinician staff. Based on the 18 pages of medical records, this pt presented with septic shock caused by peritonitis. The pt had a recent c. Difficile, combined with the several co-morbidities that increased his already compromised immunodeficiency. The staphylococcus mitis and sanguis positive peritonitis was likely caused by contamination from skin and/or naso/oral mucosa and not following aseptic technique.